Manufacturer narrative:
Initial emdr reported (3) 8100 and (3) pri tubings as concomitants; the correct concomitant information is (1) 8100 and (2) pri tubing. The customer¿s report that lvps channels b and c disconnected and shut down was confirmed in the pcu event log. The pcu event log showed 3 channel disconnects that involved the connection between the male iui of pcu sn (B)(4) and the female iui of pump module sn (B)(4) attached to the right side of the pcu. The channel disconnects occurred on (B)(6) 2015 at 7:28am, 11:19am, and 11:35am for a loss of power and involved pump module sn (B)(4) (channel b) and pump module sn (B)(4) (channel c). The first two disconnects occurred after the device alarmed for flo stop open and the user confirmed the channel disconnect message. The third disconnect occurred after the device alarmed for check IV set. The devices were then removed and replaced by two different pump modules and the user confirmed the channel disconnect message. Functional testing involved setting up the devices per the configuration recorded in the event log for (B)(6) 2015. Attempts to recreate the channel disconnect error by physically manipulating the devices were unsuccessful. The male iui of the pcu and the female iui of pump module sn (B)(4) found film on both connectors. The film residue was noted to be more pronounced on the pcu male iui. The root cause of the pump channel disconnects and shut down was not identified. However, a slight film was observed on the male iui of the pcu where the disconnects occurred, which may have contributed to the failure.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that channels b and c disconnected and turned off when the latch was opened to troubleshoot an air-in-line alarm. Channel a continued infusing "dex." There was no patient harm.